Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24 april 2026, it was reported by a sales representative via email that an ar-1317ft, nano corkscrew ft ti w 3-0 fw was reported to have broken into several pieces (surgeon was using 1 x ar-1317ft during a volar plate reconstruction procedure and utilized the "soft bone" k wire that is part of the kit to drill a pilot hole. As the surgeon was screwing in the nano corkscrew the anchor broke into several pieces. All broken pieces of anchor were retrieved, and a decision was made to utilize a larger anchor (micro corkscrew) instead which worked effectively. Rep was not present to see incident however was told about it by nursing staff and surgeon). This occurred on (B)(6) 2026 during a volar plate reconstruction procedure. The case was completed successfully using a new larger anchor that was used and deployed effectively. There was case involvement.